Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient presented with an emergency due to an aortic rupture. The patient was originally treated for an abdominal aortic aneurysm (aaa) measuring 55mm using an endurant iis bifurcate stent graft system. The healthcare professional suspected a type iii graft tear at the bifurcated device, but it was unclear whether it was the suspected type iiib or possibly a large type ii endoleak from a lumbar vessel that caused the aneurysm rupture. During intervention, the initially deployed endurant aui migrated upon removal of the delivery system, necessitating the use of a second aui device to correct and realign the position. Although it was initially stated that the first aui was deployed correctly, the physician inadvertently retracted the nose cone without recapturing the spindle. It was stated the device was pulled in a rush , because the patient was in a critical condition. This action bypassed the standard procedural steps, which include advancing and pushing up the nose cone, recapturing it, twisting it back down, transitioning from grey to blue, and finally, twisting properly while removing the device from the iliac artery. Two aui devices and an iliac limb were placed to address the issues with the existing bifurcated aorta and to fix the possible graft tear.